Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the em field generator. The system then passed the system checkout and was found to be fully functional. The em field generator was returned to the manufacturer for analysis. Analysis found the reported issue was confirmed. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the emitter was not functioning. Another emitter was used with the system without issue. This issue was noted outside of a procedure, and there was no patient involvement.